Event description:
Plate was applied to the tibia. The last hole in the shaft of the plate was drilled with a 2.5 drill bit and measured. A 3.5 x 38mm cortex screw was selected and inserted under power. The screw broke while being inserted. Half of screw was left in patient. Another 3.5 x 38 cortex screw was inserted under power and broke as well, just the head of the screw, the remaining screw was left in.

Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation. According to the investigation, the root cause was attributed to a user-related issue. Basing on the event description, two cortex screws were inserted under power and broke while being inserted. It is thus very likely that this happened because high speed was set, axial force was applied and/or the surgeon did not stop power insertion approximately 1cm before engaging the screw head in the plate. This led to screw heads breakage. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Plate was applied to the tibia. The last hole in the shaft of the plate was drilled with a 2.5 drill bit and measured. A 3.5 x 38mm cortex screw was selected and inserted under power. The screw broke while being inserted. Half of screw was left in patient. Another 3.5 x 38 cortex screw was inserted under power and broke as well, just the head of the screw, the remaining screw was left in.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.